Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable; no return product.

Event description:
On or about (B)(6), 2022, patient underwent right internal jugular vein placement of an xcela power injectable port catheter product, with model number h965451110, and lot number 151470000. The device was implanted by dr. (B)(6), m.d., at (B)(6), minnesota. The device was implanted for the purpose of chemotherapy to treat patient's cancer. On or about (B)(6), 2022, patient underwent a procedure to remove the port. The port was removed by dr. (B)(6) m.d., at (B)(6), minnesota.